Manufacturer narrative:
The reference to prior admission for suspected thrombosis (prior to transfer for device exchange) is covered under MFR #2916596-2017-01209. (B)(4). Approximate age of device ¿ 1 year and 10 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a pump exchange due to a kinked outflow graft. No additional information was provided.

Manufacturer narrative:
The center provided a photo of the outflow graft during the pump exchange procedure. The black line on the outflow bend relief lacked of continuity and also indicated that the kink was present during use. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. No further information was provided. The manufacturer has closed the file on this event.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the device confirmed the presence of a sealed outflow graft kink. The pump was returned disassembled with the driveline cut approximately 1.5 inches from the pump body and the severed portion was not returned. The sealed outflow graft conduit was returned. Approximately 3 inches of the sealed outflow graft conduit lumen was intact. The graft was kinked at its proximal end. The smooth deposition on the outside of the graft suggests that this kink was present during support. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. Due to the condition in which the device was returned, the device was not able to be functionally tested under loaded conditions. It could not be determined if the device operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.